Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, on the third firing with a green cartridge the surgeon noticed that the staples on the remnant side of the staple line did not form into the ¿b¿ shape. Peri strip were used during the firing. The surgeon over sewed the area. A new device was pulled and used to complete the procedure. There was no patient impact. The device will be returned.